Event description:
The patient's spouse reported that the patient developed major blood clots in the jugular and subclavian, that the leads going through veins developed clots around them and collapsed the veins, and might be blocking the svc (superior vena cava) because the patient has little to no drainage from the head. Coumadin was tried but the clotting could not be controlled. The leads were later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator, (B)(6) 2010. (B)(4).